Event description:
It has been reported that the frx is repeatedly stating to "reinsert & remove the battery." There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).